Manufacturer narrative:
H6: investigation summary : bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It was reported that vials were contaminated while using bd bactec¿ peds plus¿/ f culture vials (plastic) and 2 false positive results were obtained for candida parapsilosis. One from lot# 0267324 and one from lot# 1068214. Confirmatory gram stain and culture were performed. Patients were not treated based off erroneous result. The following information was provided by the initial reporter, translated from french to english: the fx40 detected two positive samples for candida parapsilosis, one from the bactec pediatric vial lot 026324 (442020) and the other from a vial of lot 1068214 (also 442020). As this germ is rarely isolated in their blood cultures, the laboratory contacted us to discuss the issue. We reviewed the analysis process and the different possible causes of contamination (environment, work surface). To date (july 09), the origin of these two positives has not been identified. The germ has not been found since june 20th. Gram staining and petri dish culture. No patients treated based on the erroneous results.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0267324, medical device expiration date: 2021-07-31, device manufacture date: 2020-09-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vials were contaminated while using bd bactec¿ peds plus¿/ f culture vials (plastic) and 2 false positive results were obtained for candida parapsilosis. One from lot# 0267324 and one from lot# 1068214. Confirmatory gram stain and culture were performed. Patients were not treated based off erroneous result. The following information was provided by the initial reporter, translated from (B)(6) to english: the fx40 detected two positive samples for candida parapsilosis, one from the bactec pediatric vial lot 026324 (442020) and the other from a vial of lot 1068214 (also 442020). As this germ is rarely isolated in their blood cultures, the laboratory contacted us to discuss the issue. We reviewed the analysis process and the different possible causes of contamination (environment, work surface). To date (july 09), the origin of these two positives has not been identified. The germ has not been found since (B)(6). Gram staining and petri dish culture. No patients treated based on the erroneous results.